Manufacturer narrative:
Updated g2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012715319 and data files were returned and analyzed. The data files containing log files were returned and analysed. Log files corresponding to the case event date were reviewed and no error codes were identified. Visual inspection was carried out. The catheter appeared to be intact with no visible issues. The slide function operates as expected. The capture device was removed from the catheter and was not returned. Catheter to a test catheter interface cable (cic) connection evaluation was carried out. The catheter was connected to a test cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms were carried out. The slide control function operated as expected without any issues. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Catheter identification and ablation testing was carried out. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Electrical continuity testing was carried out. Testing for electrical continuity revealed intact electrode wires without any detachment or breakage. Catheter to guidewire compatibility evaluation was carried out. The lab test guidewire was inserted and retracted into the returned catheter without any resistance, and the connection was secure at luer. In conclusion, the catheter failed the returned product inspection due to a missing capture device, however, the reported adverse event of pericardial effusion and hypotension occurred during the procedure and could not be substantiated via product or data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: (B)(6); product type: 3294-generator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a concomitant cavotricuspid isthmus (cti) ablation and pulmonary vein isolation for paroxysmal atrial fi brillation, a trace pericardial effusion was documented following the cti ablation, which was performed prior to transseptal puncture. The case was completed with pulsed field ablation. At the conclusion of the procedure, a moderate pericardial effusion was discovered. The patient experienced a drop in blood pressure from 81/59 to 57/38. After a brief observation period, pericardiocentesis was performed and the effusion resolved. The patient left the lab with a pericardial drain and was admitted to the critical care unit for observation. Hospitalization was extended due to the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: intracardiac echocardiography (ice) catheter product ID: non-medtronic product type: catheter product ID: non-medtronic product type: sheath product ID: non-medtronic product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the pericardial effusion was confirmed with a transthoracic echocardiogram (tte). A perforation also occurred during the procedure.